Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with a rubber fragment. Visual inspection confirmed the complainant's experience of seal component separation. The rubber fragment completed the missing portion on the septum, a rubber component of the seal. The shield, a clear plastic internal component of the seal, was seated inside the fragmented septum piece. The duckbill, a rubber component of the seal, was also torn. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is the initial and final report.

Event description:
Procedure performed: robotic hernia repair. Event description: the trocar seal broke and a piece of the black colored seal was found inside the patient. This was noticed at the end of the case. The piece was removed from the patient and the case was completed. The piece of seal was found after the surgeon placed suture down the cannula. The port was an ancillary port and not used with the robot. The patient is ok and no patient injury occurred. The trocar and the piece of rubber seal are available for return. The lot number is unknown. The account manager is asking for a report after the evaluation is complete. Type of intervention: the piece was removed from the patient and the case was completed. Patient status: the patient is ok and no patient injury occurred.